Event description:
The customer received blood glucose readings of 208, 236 and 204 mg/dl from his contour and a reading of 105 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high readings, so no product will be returned.